Event description:
In 08/2001, the user facility's rn informed the MFR's rep of the following: pt experienced swelling at device site and IV study showed a leak. User facility's rn stated device would be returned and a medwatch report would be included. The next day, the MFR's rep recevied the device in question and inside the carboard box with the device in question was medwatch report (uf #17c000-1024-2001-0008). The medwatch report states the following: history of swelling at device site for three (3) weeks. IV study shows leak.